Event description:
Allegations of polyneuropathy, severe chronic pain, lupus like syndrome, fibromyalgia, possible ra development, mixed connective tissue disease, sensitivity to various drugs and environmental exposures, irritable bowel syndrome, free silicone on intact implant and sensitivity to cosmetics.